Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. Functional and visual inspection was performed on the pump. The customer's stated problem was verified. The pump failed the air detector test. Further investigation of the pump and determined that the air detector sensor was defective and is the cause of the issue. The air detector sensor will be replaced to resolve the problem.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an air- in- line alarm. There was no reported injury to the patient.